Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patients has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experienced limited mobility and a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. Patient also experienced multiple dislocations to the hip implant doi: (B)(6) 2009; left hip; dor: (B)(6) 2010. Patient residence: (B)(6). Update: 12/20/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad may 1, 2018. (B)(4) has been re-opened under (B)(4) due to receipt of pinnacle ppf and sticker sheets. Ppf alleges dislocation with closed reduction. Added stem product due to the alleged metal poisoning. There were no laboratory values provided for the alleged elevated metal ions. Doi: nov 24, 2009 : dor: (B)(6) 2010 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Follow-up medwatch will be filed as appropriate.